Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported condition was identified as a system error (se) 1026 alarm. In addition, a low drain volume (ldv) alarm and check patient line were noted in the alarm log. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. Se 1026 is indicative of pressure in the tank that seals the door and supplies air to the fluid delivery tank is below the minimum allowed limit. It was noted that the positive t tank pressure was low. To resolve the issue, the membrane and valves were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error (se) 1026 alarm was determined to be a malfunctioning membrane gasket, and malfunctioning valves within the door assembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown system error (se). The step of setup or therapy during which this occurred is unknown. Patient involvement is also unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.